Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer bringing meter to doctor's office due to it not working. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the true metrix meter was not working. Cardinal health and distributor reported complaint on behalf of the customer. Complaint stated that the customer's meter was not working, and he had taken the meter to the doctor's office. The doctor's office had told the customer the meter was defective. No further information, including meter serial number and test strip lot number, was provided.